Event description:
(B)(4) the dealer reported that the unspecified electric bed motors were not allowing the unit to fully raise or hold the position when raised. There was no patient injury reported.